Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was stuck in the cartridge. The cartridge was returned and the tip of the barrell was split and part of the lens was stuck I n the split. Surgical residue/debris on product. Complaints of this nature are being investigated.

Event description:
The surgeon attempted to implant a cc4204bf plate collamer lens. The leading portion of the lens had folded back on itself prior to insertion into the eye. No pt contact. No pt injury. The iol injector, model and lot number unk. The iol injection cartridge, model sfc-25fp, lot number 1192435.